Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2022-00275.

Event description:
It was reported that the tips of 2 screw inserters fractured during surgery due to the patient's hard bone. The surgeon used other instruments to complete the operation without patient impacts. This is report two of two for this event.

Manufacturer narrative:
Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed that the tips of both screw inserters were fractured off. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the parts were likely conforming when they left zimvie control. Device usage: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the tips of 2 screw inserters fractured during surgery due to the patient's hard bone. The surgeon used other instruments to complete the operation without patient impacts. This is report two of two for this event.